Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure. There was no reported patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Conclusion / root cause: the motor controller (mc) pcba was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure. There was no reported patient involvement.